Event description:
A steris service technician was advised by the facility that an employee experienced breathing difficulty and a burn on her right forearm after coming into contact with liquid from steris 20 sterilant concentrate (s20), which is used in the steris system 1 sterilizer. The employee reportedly started a diagnostic cycle, and within a few minutes noticed the lid open with liquid coming from the unit. She attempted to close the lid and press the cancel cycle on the steris system 1 sterilizer. Liquid from the system 1 got onto the employee's clothing and arm. She immediately went to the sink to rinse her arm. She then proceeded to the employee health department where they put ointment on the employees forearm. The employee has followed up with her physician and was given steroid inhalers for breathing difficulty. The employee wasn't wearing long sleeves or ppe's at the time of the incident. She missed no time from work. Based upon steris's inspection of the system 1 processor, the steris service technician found nothing wrong with the system 1 processor. No further problems have been reported with the unit since the event.

Manufacturer narrative:
According to the nurse manager at the hospital, the affected employee has been re-trained on system 1, including the procedures and precautions called for by the system 1 operator manual when cleaning up spilled use dilution, including the use of appropriate ppe and increasing the ventilation to the area. Contrary to the operator instructions and steris's training, the employee failed to use any ppe or increase ventilation to the area before or during the clean-up. Steris conducted the additional in-service training at the hospital on september 24, 2008. The sterilant use dilution is a mixture of diluted ingredients of steris 20 sterilant concentrate including the active ingredient, peracetic acid. Use dilution has a neural ph, is non-toxic by oral and dermal administration, and has no corrosive effects on skin (although dermal irritation may occur in sensitive individuals upon repeated exposure). The system 1 operator manual clearly instructs operators on the proper precautions and practices to be employed when cleaning up spilled use dilution. Based upon the employee's description of the event, steris has not been able to determine how the alleged burns could have been caused by the neutral ph used dilution that she claims to have come into contact with. Steris is filing this MDR even though the root cause of the spill and the burn has not been established conclusively.

Event description:
Steris contacted the user facility for additional injury information however no additional information was provided.